Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the rep that post op a lap gastric bypass, the patient was readmitted two days post op, due to rectal bleeding. As a precaution, the surgeon gave the patient two units of blood. It was noticed during the procedure that all the staple lines seem to be oozing more then usual compared to previous cases. To control the oozing on several of the staple lines, they were over sewn. The same device was used to throughout the procedure. The patient is doing well. The surgeon thinks the bleeding was from the jejunojejunostomy. The surgeon stated that the patient may not have needed a transfusion but was given as a precaution. Device was discarded.